Event description:
Reporter stated that patient ingested the aviva meter's battery. Patient was taken to the hospital and treated with a laxative. An unspecified time later, patient expelled the battery. Patient's current condition is reported to be "recovered." The meter was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Event occurred in another country.